Event description:
The customer passed away due to a diabetic coma. The customer was wearing the insulin pump at the time she passed away. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.